Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum large volume pump (lvp) ¿backed up¿ into the secondary syringe pump. During a propofol infusion on a novum lvp (rate was between 20 and 30ml/hour) was observed to have back flowed into the fentanyl syringe on a novum syringe pump. Due to the lack of sedation, the patient became agitated and required ¿re-sedation¿. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.